Event description:
It was reported that the patient developed blood clot weeks after implant. The patient was then placed on blood thinners and then had bleeding in brain. The patient has surgery planned on (B)(6) 2022 for the bleed. The issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.